Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately at around 9:00am on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿348 mg/dl compared to ¿124 mg/dl¿ on a freestyle lite meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient normally manages her diabetes with insulin pump therapy, but she reported that because the pump is ¿not working¿, she administers multiple daily injections. She indicated that she took an increased dose of 6 units of novolog immediately after the alleged product issue occurred. She reported that 2 hours after administering the insulin, she became ¿shaky, hot and about to pass out¿ which she associated with a low blood glucose excursion. She indicated that she self-treated her symptoms at 11:00am on (B)(6) 2017, by taking ¿2 boxes of juice¿ and felt ¿normal¿ about fifteen minutes later. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. She did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky, hot and about to pass out, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering an increased dose of insulin.